Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ping meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started on (B)(6) 2015 at approximately 3am when the patient found that the ¿meter was not responding when inserting the strips¿. The patient stated that she manages her diabetes using an insulin pump, and reported increasing her food/drink consumption in response to the alleged issue. The patient reported developing symptoms of ¿shaking¿ approximately 2 minutes after the alleged issue began. The patient stated that her blood glucose was measured using another device (brand unknown) on (B)(6) 2015 at 3am with a reading of ¿37mg/dl¿ and she self-treated by taking a ¿sugar tablet and 20 carbs juice¿ on (B)(6) 2015 at 3:20am. At the time of troubleshooting, the csr walked the patient through the testing process but was unable to resolve the issue. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of hypoglycemia, there is no indication that the subject meter caused and/or contributed to this injury. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient¿s symptoms. The patient¿s symptoms correlated with the reading obtained using the other (unknown brand) meter. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/13/2015 device evaluation. The lay user/patients meter has been returned on 2/27/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.